Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a hole was reported in the patient line of the homechoice cassette, which is known to cause this alarm. The cause of the hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of three of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a hole in the patient line of the homechoice cassette. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.